Event description:
The customer alleged there was a no alarm condition. The cse inspected the device and could not duplicate the alleged event. The unit passed extended self tesitng. The cse replaced the conversion pcb as a precaution. It is not verified that the alarm was non functional, and no malfunction may have occurred. This report is not an admission by that this device caused or contributed to the event alleged in this report.